Manufacturer narrative:
Customer was contacted three times by phone, requesting return of the breast pump and ac adapter that she alleges emitted smoke from the junction between the ac adapter and the ac adapter port of the breast pump base. Breast pump and ac adapter were replaced. A prepaid (B)(4) return label was sent to customer for pump return. Breast pump base and ac adapter were not returned to ameda, inc. For investigation, therefore no visual inspection or testing was conducted.

Event description:
Customer contacted ameda, inc. On 03/14/2016 to report pumping with the purely yours breast pump that morning when she noted a light gray smoke emitting from the junction between the ac adapter and ac adapter port on pump base. She reports the pump base became very hot during use. She denies any smoke inhalation, burn or injury when this event occurred. Customer states she has never used batteries, only the ac adapter to power on the pump.